Event description:
It was reported that prior to the stent placement procedure the device allegedly had premature deployment. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned catheter sample was found in locked condition with partially deployed stent which confirms the alleged premature deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use state: 'visually inspect the distal end of the delivery system catheter to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed.' H10: d4 (expiry date: 05/2022), g3 h11: h6(method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified. (Expiry date: 05/2022).

Event description:
It was reported that prior to the stent placement procedure, the device allegedly had a premature deployment. There was no patient contact.